Event description:
It has been reported that the patient's dash personal diabetes manager (pdm) looks swollen by the battery compartment.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. The customer did not report any thermal issues, or recent damage to the device. The customer was sent a replacement, and did not require medical intervention. If new information is received this case will be reassessed.